Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The hospital filed a user medwatch report (B)(4), in response to this incident. The pump was checked by the hospital's biomedical engineering department and all functions were normal. The evaluation of the pump found that the only way air could be introduced into the cannula was by hand cranking the pump in the wrong direction. The hospital's risk management communicated there was no concern that the pump malfunctioned and that the incident was a result of user error. Sorin group (B)(4) asked the hospital's risk management if they would like the pump to be returned to the manufacturer for further evaluation. Risk management stated that the pump was functioning properly, not the cause of the adverse event and that the pump had been returned to service.

Event description:
Sorin group (B)(4) received a report that while a pt was on ECMO, the bubble detector alarmed and the s3 roller pump shut down. No visible air was noted. An attempt to clear the alarm and start the pump was unsuccessful. The specialist hand cranked the pump. Air appeared in the venous and arterial sides of the catheters. Subsequently, the pt had no heart rhythm and expired.